Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed june 25, 2015.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: the correct serial number is (B)(4); not 020120382458 as previously reported. This report is filed on february 17, 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device however, the issue could not be resolved. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2015.